Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was necessary to remove the reverse shoulder prosthesis from the patient. An (B)(6)year-old with mild-grade diabetes that presented infection with indication for removing the prosthesis. During the surgery, on (B)(6) 2021, the part of the humerus implant was removed without problems, followed by the removal of the glenoid implants. At this stage of the procedure, the following events were registered: contamination of the hexagonal screwdriver, dwd167 and replacement with another screwdriver of the same model suitable for fitting. With the spare screwdriver, the surgeon unsuccessfully attempted to remove the glenoid with normal force. Surgeon made another attempt, now with the greatest force, causing the tip of the screwdriver break inside the orifice of the glenosphere. The tip of the screwdriver remains inside the patient with the assembly of the glenosphere on the glenoid base plate. The doctor finished the procedure without removing the prosthesis. No, there was no delay.